Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set became disconnected from the patient line. The event occurred during dwell two while the patient was asleep. During troubleshooting, it was determined that the patient line disconnected from the transfer set when the patient turned over. Renal therapy services advised the patient to end therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.